Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the hematocrit/o2 saturation monitoring clip was broken. The device was taped and was not changed out for the procedure. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Investigation in process, but not yet complete.